Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated open heart surgery low and variable impedance were noted on the right atrial (ra) lead. Possible oversensing noise was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.